Manufacturer narrative:
Device not returned; photographs submitted by user facility.

Manufacturer narrative:
This MDR was filed as a result of an acquisition remediation to align with stryker instruments¿ current filing strategy thresholds. (B)(4) was notified of these reports on (B)(4) 2014.

Event description:
It was reported that during a surgical procedure at the user facility the sponge pack contained debris, which was brought into the sterile field. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event. No further information regarding this event was provided by the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the sponge pack contained debris, which was brought into the sterile field. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event. No further information regarding this event was provided by the user facility.